Manufacturer narrative:
Missing article number and lot number information was requested from the initial reporter. A follow up report will be submitted when the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported over 14 months after the dental implant and abutment were placed in the mouth, the implant lost osseointegration in type ii bone. Clinician noted the patient's pain. The implant was torqued to 35 ncm. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.